Event description:
Literature: martens fm, somford dm, van kuppevelt dh, van den burg mj, heesakkers jp. Retraction of an intrathecal baclofen infusion. A case report. This case report described a male with 2 urinary bladder stones one month after initial device implant. Diagnosed with x-ray and confirmed by cytoscopy, the patient was admitted for surgical cystolithotripsy. Transurethral removal was found to be impossible, due to size and hardness therefore, suprapubic cystotomy was performed in the same session. The bladder stones were removed successfully. Immediately after surgery, spasticity was the same level as before pump implantation. Three weeks after surgery, intrathecal baclofen had been increased to 53 mcg/day with no reduction in spasms. A failure of the device was suspected. Retraction of the intrathecal catheter out of the intrathecal space was observed on x-ray, with the catheter coiled at the level of l2.